Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the reported symptom of constant air-in-line alarms through the history log, but could not reproduce it during eval. The device was operating within specification with respect to the reported symptom. The device was calibrated to ensure proper air detection.

Event description:
It was reported that a spectrum pump experienced constant air-in-line alarms during biomedical testing. It was also reported that there was no pt involvement.